Event description:
In or around (B)(6) 2004, an unspecified pelvic mesh product was implanted in the plaintiff to treat her stress urinary incontinence and/or pelvic organ prolapse. The plaintiff underwent repair surgery on or about (B)(6) 2009. The plaintiff's attorney has alleged that, as a result of the implant, the plaintiff "experienced significant mental and physical pain and suffering, has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures."

Manufacturer narrative:
It is unk which ams pelvic mesh product was implanted. Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.